Event description:
It was reported by the customer "while placing PICC line dilator it was difficult to advance and causing discomfort beyond what is expected during the procedure. Procedure was halted, dilator removed and inspected. It was noted the dilator had bent back at the taper at the point of insertion. This caused the dilator not to advance and cause increased pain. A new kit was brought to the bedside and PICC was successfully placed."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.